Event description:
Event description guidant received information that this patient was in for a follow-up study. Due to low shocking impedances, this endotak dsp lead has been removed from service. No noise seen on shock egram. A new endotak dsp lead has been added to the system.